Event description:
A report was received that the pt was experiencing charging difficulty. The pt had undergone a spinal fusion surgery (not device related) 8 months ago where electrocautery was used. A bsn rep attempted to troubleshoot the pts device but was not successful. The ipg appeared to be damaged by the electrocautery use during the fusion surgery. The physician assessed the pt and chose not to replace the ipg as the pt is in less pain since the spinal fusion. Monopolar electrocautery is a known source of high voltage transient signal and current company label warns against the use of monopolar electrocautery. ((B)(4)).